Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the customer provided image shows the fast fix device. The anchors appear to be attached to the needle. No physical damage visible to imaged device. A visual inspection revealed the device was returned outside of original packaging. The t2 anchor was pushed against the t1 anchor. No physical damage to the device. A functional evaluation revealed the t1 anchor could be deployed as intended. The t2 anchor could be pushed into deployment position and could be deployed as expected. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscus repair using the "ultra fast-fix assembly - curved"; the t2 anchor could not be triggered. The t1 anchor was removed from the patient. The procedure was successfully completed without significant delay using a back-up device. No further complications were reported.